Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 07-aug-2023. H6: investigation summary: a complaint of priming issues due to a check valve being assembled incorrectly was received from the customer. A device history record review for model 42511e lot number 23039320 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect could not be determined.

Event description:
It was reported while using bd alaris smartsite w/manifold gravity & ext set the tubing was clogged. There was no report of patient impact. The following information was provided by the initial reporter: customer reported the tubing does not prime due to valve being placed on backwards. There was no patient harm regarding the tubing mentioned in the report.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris smartsite w/manifold gravity & ext set the tubing was clogged. There was no report of patient impact. The following information was provided by the initial reporter: customer reported the tubing does not prime due to valve being placed on backwards. There was no patient harm regarding the tubing mentioned in the report.